Manufacturer narrative:
Concomitant medical products: product ID 97755-s (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient reported the paddle and controller are not working. Patient stated the implanted neurostimulator is not charging at all. Patient reported they are in passive recharge mode and the numbers are very low. Patient service specialist had patient reset the controller. Patient attempted to go into passive recharge mode again but the numbers were still low they were stuck at 13 13 13. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported. Patient called back and repeated previously documented information and stated they were still having issue charging ins. Patient stated they charged the controller to full and then saw a red triangle indicating the battery was low. Agent walked patient through controller reset with ac power supply and reviewed best practices for recharger placement. Agent had patient blow air into controller port and wipe recharger pins with soft cloth. Agent attempted passive recharge several times; however, patient reported numbers in 20-30 range. Agent redirected to hcp to discuss charging issues and possibly check ins pocket.